Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 12mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found out that the stent was deformed. The procedure was completed with another of same device. No patient complications were reported.